Event description:
On (B)(6) 2013, the lay user/patient¿s wife contacted lifescan (lfs) alleging her husband¿s one touch ultra 2 meter displayed a battery indicator symbol. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(4) 2013. The reporter stated the alleged power issue began ¿a couple of days¿ ago. The patient manages his diabetes with insulin (humalog & lantus, sliding scale) and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The reporter stated, fifteen minutes after the alleged issue occurred, the patient developed symptoms of ¿shaky and lightheaded¿. The patient was unable to get a result from the subject meter, so his wife stated she retested his blood glucose on another device (one touch ultra mini) and obtained a blood glucose result of ¿50 mg/dl.¿ immediately after, the patient had food and/or drink in response to those symptoms. The reporter confirmed that patient began to feel better, one to two hours, afterwards. At the time of troubleshooting, the customer care advocate (cca) documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The batteries in the subject meter needed to be replaced based on the age of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter¿s battery was found to have a low voltage. The primary complaint was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.